Event description:
On 02/28/2000, the pt reported blood glucose readings on the one touch basic meter of 4.3 and 3.0 mmol/l between 5 and 7/pm. Feeling "dizzy, lightheaded, fatigued and having cramps," pt went to see physician at 8/pm where a urine test was "high." Pt went to the hospital and was admitted through emergency room at 8:30pm. A hospital meter reading was 14.0 mmol/l and a lab reading was 45 mmol/l. The pt was treated with insulin and IV to rehydrate. The test strips are stored outside the vial, a practice that exposes them to light and moisture which can lead to erroenous results.